Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they received a letter from the manufacturer. They stated that they do not known their weight at the time of the event. They also noted that they are scheduled for an ins replacement on 2017(B)(6)no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) had not worked in a year. The last successful recharge session was reported to be in (B)(6) 2017. That date did not align with the initial timeline so clarification was requested. The consumer clarified that they had attempted to charge in (B)(6) 2017 with the last charge session being in (B)(6) 2016. The patient had a health care professional (hcp) appointment the next day ((B)(6) 2017) and hoped a manufacturer representative could be there. There were no patient symptoms reported. No further complications were reported. Additional information received from the patient indicated that their physician told them their device needed to be replaced, and that charging it won't work. The patient¿s device is to be replaced on (B)(6) 2017. No further complications were reported.